Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility¿s biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Corrected information: d4 lot number and expiration date, d9, h3.

Event description:
A user facility's biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The patient's estimated blood loss (ebl) is unknown. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a kinked and looped fiber was observed at approximately 180°, with the ports at 0°, on the non-cavity ID end. After disassembly of the dialyzer, it was noted that the ends of kinked and looped fiber were potted on the same side; however, the looped fiber looped back own into the housing on one end. The smaller, fiber measured 1.0 inches from the potting surface. There was no other damage or irregularities noted on the returned sample. The dialyzer was not subjected to a leak test as looped fibers and potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.